Manufacturer narrative:
Section d description of device and commercial information: catalog # search,gim search results and product long description - corrected from ssft215str (synchro select-14 soft st 215cm) to sstd215str (synchro select-14 standard st 215cm). D4 expiration date - added. D9 product available to stryker/ returned to manufacturer on ¿updated. H3 device evaluated by mfg ¿ updated . H4 manufacturing date ¿ added. There are controls in the manufacturing process to ensure the product met specifications upon release. Visual inspection was performed as the returned subject guidewire was returned with a non -stryker catheter device. The subject guidewire was noted to be broken/fractured in two segments (205.5cm and 9.5cm). The guidewire distal tip was noted to be kinked/bent. The distal fragment was inspected, and the nitinol tubing was broken/fractured along with the core wire. The core wire was seen through the distal tip dome of the distal fragment. The guidewire ptfe (polytetrafluoroethylene) was seen to be peeling approx., 4 cm from the proximal end. The reported ¿guidewire broken/fractured during use¿ was confirmed during analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that device was confirmed to be in good condition during preparation/prior to use on the patient, the device was set up as per dfu, continuous flush was set up and maintained throughout the clinical procedure. The patient¿s anatomy was moderately tortuous. During analysis, the subject guidewire was returned broken in two fragments (205.5cm and 9.5cm). There was a kink noted in the distal end of the guidewire. The distal fragment was inspected, and the nitinol tubing was fractured along with the core wire. The ptfe was noted to be skived/ peeling roughly 4cm from the proximal end. The reported event was confirmed during analysis. An assignable cause of procedural factors will be assigned to the reported and assignable cause ¿guidewire broken/fractured during use¿ the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited. An assignable cause of 'handling damage' will be assigned to the reported ¿guidewire distal end/tip kinked/bent¿ and ¿guidewire ptfe coating peeling' as the defect appears to be associated with handling of the product or portion of the product during removal from the hoop and preparation. It is probable the ptfe peeling typically will be linear, which can extent the entire length of the ptfe, as the wire is pulled back through the introducer, often intermittently along the length.

Event description:
It was reported that during procedure, the subject guidewire was torn off in the microcatheter. No clinical consequences were reported to the patient due to this event. No additional information available.

Event description:
It was reported that during procedure, the subject guidewire was torn off in the microcatheter. No clinical consequences were reported to the patient due to this event. No additional information available.

Manufacturer narrative:
The subject device is unavailable to manufacturer.